Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, broken battery tube threads, and a cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via telephone call that the insulin pump had a broken belt clip and was cracked. The crack went around the battery compartment. The customer stated that a piece broke off every time the battery was changed. The customer reported the blood glucose to have been possibly as low as 50 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.